Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC fractured and this was noticed by the nurse. When she removed the PICC it was fractured at about 24.5cm and originally the length was 44cm. The patient had to have the rest retrieved urgently from her right ventricle of the heart in cardiac cath lab, involving an invasive procedure with a skin puncture to access her right internal jugular. This was distressing for the patient.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04149 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-03639.

Event description:
It was reported PICC fractured and this was noticed by the nurse. When she removed the PICC it was fractured at about 24.5cm and originally the length was 44cm. The patient had to have the rest retrieved urgently from her right ventricle of the heart in cardiac cath lab, involving an invasive procedure with a skin puncture to access her right internal jugular. This was distressing for the patient.